Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.